Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment in an intensive care unit with a prismaflex m150 set, the stopcock was found to be detached resulting in fluid leakage. The treatment was discontinued immediately after the issue was found and restarted with a new device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographs did not show evidence of leaking; however, based on the reported information, the leak was caused by the stopcock disconnection from the drain bag. The reported condition could not be verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.